Event description:
Saw blade broke during the case. Once piece was removed from the reciprocating saw, it was noted that not all pieces were there. One piece was found in the drapes. Stat xray reading confirmed no retained pieces.